Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed method. The roche results were reported outside of the laboratory where the doctor requested additional testing. The sample was submitted for investigation where discrepant results were identified for ft3 iii and elecsys tsh (tsh) between the customer's e801 module, the architect method, a cobas e801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. This medwatch will cover tsh. Refer to medwatch with a1 patient identifier pt- (B)(4) for information on the ft3 iii results and medwatch with a1 patient identifier pt-(B)(4) for information on the tsh v2 results. Refer to attached data for the patient results. The e801 module used at the customer site was (B)(4). The e801 module used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
There was insufficient sample material remaining for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.